Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Upon repositioning, the right ventricular lead exhibited poor capture thresholds and the helix ultimately was unable to extend. The physician replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.